Event description:
On (B)(6) 2010, company rep reported pt experienced hyperglycemia on (B)(6) 2010. Blood glucose was in the 500 mg/dl range on (B)(6) 2010. Pt went to physician's office on (B)(6) 2010 and blood glucose was 540 mg/dl. Target blood glucose is 90-160 mg/dl. Physician advised to seek treatment at hospital. Pt was admitted to hospital for 5 days and received treatment for hyperglycemia. Pt was taken off infusion device during hospitalization. Pt received injection therapy while hospitalized; pt reported she could have given treatment to herself. Pt was on backup infusion device at time of call and blood glucose was near 200 mg/dl. Pt said this was "okay". Pt did not have any infections to explain elevated blood glucose. Infusion set is changed every 3 days. Troubleshooting could not be completed during initial call. Company rep called back and reported pt was not willing to use primary infusion device again. Infusion device alarm history could not be verified. Infusion device was replaced and requested for eval.